Manufacturer narrative:
The patient's death is covered under 2916596-2025-04526. Manufacturer¿s investigation conclusion: incidental findings: white power cable damage, exposing underlying protective shield. The heartmate 3 system controller, serial number: (B)(6), was returned for evaluation following an exchange to the backup system controller without restoring flow. There were no reported issues with the system controller. Data was reviewed from the system controller log files and no issues relevant to the reported event were found. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No issues were observed during evaluation and the reported event could not be correlated to an issue with the returned system controller. The device history record for the heartmate 3 system controller (serial number hsc-164041) was reviewed. No deviations from manufacturing or qa specifications were shown from the heartmate 3 system controller. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available online. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment like the system controller and its power cables for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unconscious. The patient was hemodynamically stable and then found cyanotic and unconscious some minutes after. It was reported that the patient had a ventricular paced heart rhythm. No tachycardia arrhythmias were reported. The system controller was exchanged to the backup system controller without restoring flow. Log files were obtained from the system controller. There were low flow alarms with an increase in pulsatility index (pi). Flow in range of 3.9-0 liters/min in just a few minutes. The patient expired suddenly, the cause was unknown and low flow alarms were observed. The cause of death was unknown, and it was unknown if the death was considered to be device related. The device operated as expected. The cause of the low flow alarms was not identified.